Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level as a result of these events. Reportedly, the customer continued to use the pump for insulin therapy and will revert to an alternate method of insulin therapy if needed.